Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump wiggles. The customer reported that they could not exit bolus screen. The customer reported that they were having issues with the keypad. The customer's blood glucose was 256 mg/dl at the time of incident. The customer stated that the blood glucose reached 405 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor the scratched and cracked display window.